Event description:
The event is reported as: applier is not tightening the clip down on the vessels or tissue. No injuries reported.

Manufacturer narrative:
The sample device has been received, but investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.